Event description:
Device malfunction: clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Upon clip deployment, the clip remained in the distal end of the clip delivery tube. The device was removed from the patient anatomy and manual compression was applied to achieve hemostasis. There were no adverse patient effects and no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Review of the device history record for this lot did not produce any findings relevant to this report.